Event description:
It was reported that the patient received inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response. There was also intermittent t-wave oversensing (twos) noted during the episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d224trk ICD implanted: 2012 (B)(6); 419488 lead implanted: 2012 (B)(6). (B)(4).